Event description:
The patient contacted animas on (B)(6) 2012 and reported that the audio bolus button was intermittently unresponsive. The patient denied damage to the audio bolus button. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The audio bolus button was found to be responsive and difficult to push. During investigation, contamination was found under the audio bolus button. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.